Manufacturer narrative:
Correction: in the previously submitted MDR, brand name was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Event description:
It was reported that the disposed needle was pierced through a bd¿ sharps coll 8qt nest open top needl port, resulted in a dirty needle stick injury. Medical intervention is unknown.

Manufacturer narrative:
Investigation summary: according to the DHR review process; the results showed there were no issues reported like wall thickness out of specifications during the manufacturing process of the lot number reported under this customer complaint. Samples evaluation: according with the pictures was confirmed the part number and the lot affected, as well the issue reported from the customer. No warpages, bubbles, stress marks, discoloration, burn marks, contamination can be seen in the pictures provided from customer. However, the sample is needed to confirm it. According with the sample pictures, the collector was filled below of the fill line limit. The samples were not physically evaluated due to hazard to handle contaminated product. Root cause: unknown, unable to complete investigation with the existing evidence since the physical part is not safety to be evaluated and measured. And additional clean sample from the same lot is necessary to perform a further investigation.

Event description:
It was reported that the disposed needle was pierced through a bd¿ sharps coll 8qt nest open top needl port, resulted in a dirty needle stick injury. Medical intervention is unknown.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the disposed needle was pierced through a bd¿ sharps coll 8qt nest open top needle port, resulted in a dirty needle stick injury. Medical intervention is unknown.